Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not maintain the correct infusion rate which resulted in the medication being delivered faster than expected during therapy. The infusion was programmed to deliver acetaminophen (dose, volume and delivery rate unknown) within 15 minutes. However, the infusion was completed at an unspecified, earlier time. The intravenous (IV) acetaminophen bag was swapped for an antibiotic IV, piperacillin-tazobactam (dose, volume and delivery rate unknown). The nurse slowly unclamped the antibiotic and observed that the medication was still infusing too quickly. In attempt to resolve the issue the nurse had changed the secondary tubing, however the same issue occurred. A second attempt was made to resolve the issue by changing the primary tubing, which resulted in the antibiotic to be infused at the correct rate once unclamped. There was no patient injury or medical intervention associated with this event. No additional information is available.